Event description:
The facility initially reported machine is not working properly; no further detail provided. During follow-up on 01/25/2007, they stated corneal burns occurred over the last month with one surgeon. No samples were retained. This event is reported as MFR. Rpt. #2028159-2007-00119. This pt's outcome was not provided to date. The other event is reported as MFR. Rpt.# 2028159-2007-00118.

Manufacturer narrative:
A company rep worked with the customer to adjust settings and discuss the use of refurbished handpieces. A company service rep checked the system and found it met performance specifications; unable to duplicate problem reported. The phaco handpiece was observed to be third party repaired. The customer was provided with add'l info on possible causes of thermal injuries.